Manufacturer narrative:
The device was received partially deployed. The pink slide insert was observed in the viewing window and the linkage assembly was observed to not have fully retracted. The hard cannula was exposed out of the bottom housing window. Upon removal of the top housing the linkage assembly was observed to have retracted fully. Score marks were observed on the interior of the top housing, indicating an interference between the linkage assembly and the top housing. While the misaligned linkage assembly resulted in an incomplete retraction of the needle mechanism, the fluid path was not interrupted. Initial attempts to connect to the master pdm were unsuccessful. The battery voltages were measured and found to be insufficient. The device was connected to a power supply for download, but a connection could not be made. The device was allowed 80-hours to reset. The download data generated an 0xd7, power on reset occurred during operation, alarm. The reset alarm is not indicative of a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 280 mg/dl, while wearing the pod between 1 and 4 hours, when it was removed from the infusion site. It was reported that the needle mechanism did not fully retract as intended during activation. For treatment, the patient changed out the pod for a new pod.